Manufacturer narrative:
Correction informationb4: date of this reportg6: follow up #1h2:if follow-up, what type?h3:device evaluated by manufactureh6: coding changed based on the investigation resultadditional informationd4:unique identifier (UDI) h4:device manufacture dateevaluation summarybased on the content of investigated data, it was determined that the potential cause/root cause of failure was that the led did not light up due to an abnormality in an electrical component or a disconnection of a wire.a device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on 23-nov-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 23-nov-2021.pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Led lights do not turn on. Pcb defective. This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
After checking with test pcb the led was able to be used. By this we concluded that the pcb is defective. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.